Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the dissection tip separated from the main part during set-up for the procedure. A new kit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: a visual inspection revealed that the dissection tip was received with the conical tip attached, but it could be removed with minimal force. The tip formed a complete assembly. There was some adhesive visible on the connecting surfaces. There was some evidence of blood in the tip. Based upon the visual observations, the reported complaint for "dissection tip separated" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).